Event description:
The report stated that during the procedure, for a cyst excision on the right mandibular area of soft tissue, the patient was under local/mac anesthesia. The generator was set at 15 coag/15 cut. There was o2 being delivered via nasal cannula. While the hand piece was being used, the staff smelled smoke and at the same time the drapes around the patient's head and at the right prong of the nasal cannula. The drapes and o2 cannula were immediately removed, the area patted down with towels and the fire extinguished. Minor burns were noted on the patient's neck, face, right eyelashes and eyebrows. Mucous membranes of the mouth and nose were inspected and no burns were noted. Reddened areas were covered with bacitracin/zinc ointment. No information was given o the other surgical equipment except that only the generator was covidien product.

Manufacturer narrative:
The hospital tested the generator and found no fault. To date the incident generator has not been received for further evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.